Event description:
It was reported that during an unk procedure, the device was used for the thick tissue. After the first firing, it was found that a part of staples, the center part to the acral part, were malformed. As a considerable leak occurred at the leak test, additional suture was performed. There were no adverse consequences to the pt. The doctor commented that the firing was hard, but it was not difficult. Reinforcement product was not used.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.